Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4) which was returned for normal maintenance, the trunk cable was pulled from the distribution node. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the trunk cable was pulled from the distribution node. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cables. The last patient to use this electrode belt did not report any problems.